Event description:
It was reported that removal difficulty occurred. The 90-95% stenosed target lesion was located in the severely tortuous and severely calcified distal obtuse marginal artery. Following pre-dilation with an nc balloon and an nc scoring balloon at 22 atm, a 38 x 3.00 promus premier select drug-eluting stent (des) was introduced through a 3.5 6f non-boston scientific (non-bsc) guide catheter. The 38 x 3.00 des could not pass the mid om. The device was snared into the guide catheter for removal and once outside the patient, stent damage was noticed. A 28 x 3.00 promus premier select des was introduced but failed to advance past the ostial lesion. The 28 x 3.00 des was snared for removal into the guide catheter, but although it could enter the guide catheter, it could not fully exit it. This stent was also damaged. The decision was made to replace the guide catheter with a mach 1 jl 4.0 7f and use a 6f guidezilla for support. A 28 x 2.75 promus premier des was introduced but was still damaged and could not cross the mid om due to tortuosity and calcification in the left circumflex artery. The procedure was completed with a drug coated balloon and without using a stent. There were no patient complications reported, and the patient was stable following the procedure.

Manufacturer narrative:
E1 initial reporter address 1: (B)(6). E1. Initial reporter phone: (B)(6). Device evaluated by MFR: the promus select ous mr 38 x 3.00mm was returned for analysis. A visual, tactile and microscopic examination of the crimped stent via scope found evidence of stent damage with stent struts lifted at the proximal and mid-sections. No issues were identified with the hypotube shaft. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. No issues were noted during a microscopic examination of the balloon material. The balloon wings were tightly wrapped and evenly folded and had not been subjected to positive pressure. The bumper tip showed no signs of distal tip damage. The undamaged crimped stent od (outer diameter) was measured within max crimped stent profile measurement.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that removal difficulty occurred. The 90-95% stenosed target lesion was located in the severely tortuous and severely calcified distal obtuse marginal artery. Following pre-dilation with an nc balloon and an nc scoring balloon at 22 atm, a 38 x 3.00 promus premier select drug-eluting stent (des) was introduced through a 3.5 6f non-boston scientific (non-bsc) guide catheter. The 38 x 3.00 des could not pass the mid om. The device was snared into the guide catheter for removal and once outside the patient, stent damage was noticed. A 28 x 3.00 promus premier select des was introduced but failed to advance past the ostial lesion. The 28 x 3.00 des was snared for removal into the guide catheter, but although it could enter the guide catheter, it could not fully exit it. This stent was also damaged. The decision was made to replace the guide catheter with a mach 1 jl 4.0 7f and use a 6f guidezilla for support. A 28 x 2.75 promus premier des was introduced but was still damaged and could not cross the mid om due to tortuosity and calcification in the left circumflex artery. There were no patient complications reported, and the patient was stable following the procedure.

Manufacturer narrative:
E1 initial reporter address 1: (B)(6) e1. Initial reporter phone: b5 describe event or problem: corrected.

Event description:
It was reported that removal difficulty occurred. The 90-95% stenosed target lesion was located in the severely tortuous and severely calcified distal obtuse marginal artery. Following pre-dilation with an nc balloon and an nc scoring balloon at 22 atm, a 38 x 3.00 promus premier select drug-eluting stent (des) was introduced through a 3.5 6f non-boston scientific (non-bsc) guide catheter. The 38 x 3.00 des could not pass the mid om. The device was snared into the guide catheter for removal and once outside the patient, stent damage was noticed. A 28 x 3.00 promus premier select des was introduced but failed to advance past the ostial lesion. The 28 x 3.00 des was snared for removal into the guide catheter, but although it could enter the guide catheter, it could not fully exit it. This stent was also damaged. The decision was made to replace the guide catheter with a mach 1 jl 4.0 7f and use a 6f guidezilla for support. A 28 x 2.75 promus premier des was introduced but was still damaged and could not cross the mid om due to tortuosity and calcification in the left circumflex artery. There were no patient complications reported, and the patient was stable following the procedure. It was also reported the procedure was completed with a drug coated balloon and without using a stent.